Event description:
During a thoracoscopic bullectomy procedure the jaws were not closed on the tissue. The surgeon used another device without patient injury.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.